Event description:
Boston scientific received information that during device follow up, this pacemaker was noted to have reached end of life (eol). There was concern that the device declared eol sooner than expected. The patient was noted to have been non-compliant with follow up. The local field representative was to discuss the findings with the following physician. Subsequent information was received that indicated this device was explanted and replaced. It is unknown at this time if the device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
At this time no further information concerning this event is available and our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device passed a series of automated diagnostic testing that verified the performance of pacing, sensing and recording functions of the device commensurate with the battery voltage. The device also passed longevity analysis, and normal battery depletion was noted. The device met specification, and the clinical observation was not confirmed.